Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel and then noticed the occlusion balloon deflated unexpectedly. The physician removed the occlusion balloon wire from the patient. The physician removed the device from the patient and performed a test inflation and the device functioned properly. The physician decided to re-insert the occlusion balloon wire into the patient and re-inflated the occlusion balloon. The physician noticed that the occlusion balloon again deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.